Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: on examination, there was no damage to the battery compartment. A battery cap was not returned with the pump for investigation. A test cap was for investigation; the cap fit properly to the pump and maintained electrical connection for investigation. With the test cap in place, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. Investigation did not duplicate the alleged ¿no power¿ issue. The pump was opened for further investigation and did not reveal any evidence of moisture inside the pump. Investigation revealed an electrically erasable programmable read-only memory component was cracked, causing the display screen to be blank. Electrically erasable programmable read-only memory failure is concluded.